Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed scratches on periphery of lens, haptic was partially severed off. The lens was explanted during initial procedure. Surgeons convinced it was the injectors.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).